Event description:
Complainant alleged that while attempting to monitor a patient (age and gender unk) the device advised shock for a non-shockable rhythm. A shock was delivered to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. See scanned pages.